Event description:
It was reported that balloon rupture occurred. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 15 atmospheres on the first inflation. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with the original box. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and blood in the guidewire lumen. The shaft was kinked 13.5 cm from the distal tip. Examination under magnification revealed a longitudinal tear 9mm long on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 15 atmospheres on the first inflation. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.